Event description:
Patient's mother reported noticing marks on the screen of the infusion device which appear to show defective pixels. Mother stated these black markings under the glass are just to the right of the center and misinterpretation is possible. No further information is available. No physiological effects were reported. Mother did not report patient needing assistance from a healthcare professional or second party to address the issue. The alleged infusion device has been returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).